Event description:
It was reported that the patient sought medical attention with a prescribing pharmacist with an infection that developed at the infusion site (arm) while wearing the Pod between 25 and 36 hours. Reported symptoms include purulent discharge and the skin was hot to the touch. The patient¿s blood glucose levels also rose to 20 mmol/L (360 mg/dL) and it was also reported that the patient had ketones (no measurements reported). The pharmacist diagnosed an infection and the patient was treated with a 7-day course of amoxicillin. The Pod was discarded. This situation occurred three times with three separate Pods, see related cases (b)(4)and (b)(4) for the other two Pods.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided.Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 3.1.6.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.